Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an undefined/infinite impedance warning and high thresholds. It was also noted that cardiac compass had invalid data. The lead was explanted and replaced and the implantable pulse generator remains in use. No patient complications have been reported as a result of this event.